Event description:
During a left heart catheterization procedure, as the physician was attempting to insert the introducer through scar tissue, the introducer tubing accordioned and, upon attempting to remove the device, the hub came off. The tubing piece remained external to the pt and the clinician was able to retrieve the tubing without embolization. There was no reported harm or injury to the pt.

Manufacturer narrative:
The suspect device involved in the reported event was returned to merit medical. A visual inspection confirmed that the molded hub had snapped off the introducer body. The piece of detached tubing was stretched beyond its original finished length and was flattened. The tubing material that remained in the hub indicative of a device that was stretched beyond the tensile limits of the material. This was most likely related to insertion and removal of the device through excessive scar tissue. The mfg record for this lot was reviewed for abnormalities and no unusual circumstances were identified. No other complaints have been received by merit for this device. Merit believes this failure is a rare occurrence and will continue to monitor events of this type to ensure no increasing trends occur. Evaluation codes: acutal device involved in incident was evaluated. Visual examination. Photographic images made during evaluation. Other (code unspecified, describe in h10). Tube. Device performed according to specs. Device failure/lack of effectiveness related to patient condition. Patient's condition affected effectiveness of device. Device failure occurred and was related to event. Unusual event.